Manufacturer narrative:
Date of report 08sep2021.

Event description:
The customer reported that unit will not power on with battery. The device was not in use on a patient. No patient or user harm was reported. The customer confirmed when the unit was plugged in to alternating current (ac) power, it was operational. The battery year is from 2017. The customer stated this unit sat in closet unplugged for a few months. The customer requested support for part ID for battery replacement. Further information is pending.

Manufacturer narrative:
The customer was provided with part ID of battery and contract number. Multiple attempts were made to follow-up with the customer to obtain additional information; however, there was no response. Due to the lack of additional information, it is unknown if the battery was replaced or if repair was conducted. The complaint will be closed. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.